Event description:
This lead was attempted at implant on (B)(6) 2013, due to patient anatomy. The patient has a persistent svc and dr. (B)(6), had extreme difficulty getting the lead to the apex of the rv. He ended up placing the last lead into the right ventricular outflow tachycardia position. The physician was dr. (B)(6), at hospital (B)(6) in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).